Manufacturer narrative:
The sample is indicated as unavailable for evaluation. Without any evidence to review, the complaint cannot be confirmed at this time. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
The kit came with a different centesis needle component # (B)(4) (normal needle) than what it normally comes with. When the nurse used the product it performed differently and they inserted the needle too far puncturing the patient's lung.